Event description:
It was reported that the existing pump was pushed down inferiorly due to the current pump location. This was causing compression of the subcostal area causing localized abdominal discomfort. The patient experienced subcostal pain at the pump site. A pump revision was performed. The pump was used to deliver hydromorphone and baclofen. The patient recovered without sequela.